Event description:
It was reported that prior to an unknown procedure, the trocar was leaking co2 from the seal. No other details are known. No patient impact reported. The trocar will be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The facility reported a colleague infusion pump with failure code 808:02. According to the facility, it is unknown when or in which care area this event occurred. During product evaluation, this failure code was confirmed and reproduced when it interrupted delivery during device testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device b: batch # g9jl2k mfg date: 3/10/2010 exp date 2/10/2015. The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.